Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the physician pulled on a stone that was a bit too large to get through the access sheath using a ncircle tipless stone extractor during a ureteroscopy. The tip of the basket broke off in the kidney. The physician used a laser to cut the basket into smaller pieces which were retrieved with a new g18778 stone basket. The urologist said the failure was caused by him, but mentioned he didn't feel he pulled hard enough to cause the failure to occur. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also conducted. A review of complaint history, the device history record, instructions for use, quality control data, and specifications was performed. One device was returned for investigation. The device was returned with the handle in the open position. A visual examination noted that a 5-cm basket wire is protruding the distal end of the basket sheath. The collet knob is tight and secure. The male luer lock adaptor (mlla) is loose. The polyethylene terephthalate tubing (pett) measures 2.6 cm in length. A functional test noted the handle actuates the remaining basket wire. The support sheath is bowed slightly. The basket sheath was noted to have a significant kink 87.5 cm from the distal tip of the basket sheath. The basket sheath was also found to have scrape marks around the kinked area. The basket formation was found to have 2 wires and the cannula severed from the coil assembly and returned separately from the device. A review of the device history record showed no non-conformances associated with the reported failure. A complaint history search revealed to be the only complaint associated with complaint lot # 8509643. Per the instructions for use (IFU) precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have had 2 wires of the basket and the cannula detached from the remainder of the device. The information supplied states the stone being retrieved during the procedure was too large. This makes it likely that the root cause of the issue was operational context due to the large stone. There was also damaged noted to the sheath of the returned device, the damage was not mentioned in the event information and could be due to device manipulation after the basket detached, or may have occurred during device return. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.